Manufacturer narrative:
Patient age and patient weight unavailable from the site. Other relevant device(s) are: the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the health care professional verified the straight probe and the screen went blue. Technical services requested they re-verify another probe then re-verify the straight probe. There was less than an hour delay in the procedure. There was no impact on patient outcome.